Manufacturer narrative:
PMA/510(k)#: k163468. The evo-22-27-12-d device of lot number c1573543 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends. In summary the following results were observed in the lab evaluation: handle was actuating fine, however unable to deploy the stent. Handle was opened and shuttle cap was found to be broken. Prior to distribution all evo-22-27-12-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-22-27-12-d device of lot number c1573543 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1573543; upon review of complaints this failure mode has not occurred previously with this lot #c1573543. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to material failure.

Event description:
User advanced the device through wire guide to desired position and detected the stent cannot be released from delivery system, and then user pulled out the safety wire and still cannot release the stent. User then changed with a similar device from microtech to finish the procedure.

Event description:
User advanced the device through wire guide to desired position and detected the stent cannot be released from delivery system, and then user pulled out the safety wire and still cannot release the stent. User then changed with a similar device from (B)(4) to finish the procedure.

Manufacturer narrative:
PMA/510(k)#: k163468. Lab evaluation completed on 08apr2020 and the investigation is pending.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through wire guide to desired position and detected the stent cannot be released from delivery system, and then user pulled out the safety wire and still cannot release the stent. User then changed with a similar device from microtech to finish the procedure.

Event description:
Correction report being submitted, complaint was reassessed as not reportable following lab evaluation on 08apr2020, complete report submitted on (B)(6) 2020 should have been a cancellation report. Lab evaluation details remove the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed'. Issue of shuttle cap is low risk and no adverse effects to the patient were reported.

Manufacturer narrative:
PMA/510(k)#: k163468. Correction report being submitted, complaint was reassessed as not reportable following lab evaluation on 08apr2020, complete report submitted on (B)(6) 2020 should have been a cancellation report. Lab evaluation details remove the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed'. Issue of shuttle cap is low risk and no adverse effects to the patient were reported. The evo-22-27-12-d device of lot number c1573543 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends. In summary the following results were observed in the lab evaluation: handle was actuating fine, however unable to deploy the stent. Handle was opened and shuttle cap was found to be broken. Prior to distribution all evo-22-27-12-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-22-27-12-d device of lot number c1573543 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1573543; upon review of complaints this failure mode has not occurred previously with this lot #c1573543. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to material failure.